Event description:
It was reported that 27 days post implant the right ventricular (rv) lead showed increasing impedance and threshold. The rv lead also was dislodged on x-ray. The following day the rv lead was repositioned and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.